Manufacturer narrative:
(B)(4). The tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in (b)(6 by (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. Concomitant products guide wire: renato; guide catheter: 7f access jr 40. Evaluation summary: the device was returned for evaluation and the reported inflation issue was not tested due to the separation. The separated hypotube was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances or exceptions that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during the procedure, a 2.0x15 tenku rx balloon dilatation catheter (bdc) was advanced via femoral access to a mildly calcified, concentric, 99% stenosed, de novo lesion in the moderately tortuous distal right coronary artery without resistance. During the 1st inflation, an attempt was made to inflate the balloon to 6 atmospheres, however, the balloon would not inflate and the proximal hub separated from the shaft. The bdc was withdrawn from the anatomy and a non-abbott 2.0x15 bdc was successfully inflated and used in completing the procedure. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.